Event description:
This rv lead was implanted on (B)(6) 2000 and remains implanted. It was reported to technical services on (B)(6) 2012 that threshold was 2.5v@1.0ms and now is 3.5v. Discussed split configuration and further testing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).